Manufacturer narrative:
A 3500a supplemental will be submitted once the evaluation is completed. Bwi concomitant products: carto 3 system: us cat num: m480001, (B)(4). Coolflow irrigation pump: us cat num: cfp002, (B)(4). Ez steer thermocool nav bi-directional catheter: us cat num: bni75tcdfh, (B)(4). Lasso 2515 variable circular mapping catheter: us cat num: d7l202515rt, lot number: 15289133l. (B)(4).

Manufacturer narrative:
(B)(4). The generator was returned to the vendor (stockert) for analysis. The generator was found to be functional during investigation and passed all performance, functional, and safety tests. The device history record for stockert generator st-1774 shows that no manufacturing or test fails were noted during the manufacturing or service that related to this event. The device met all requirements prior to distribution.

Event description:
It was reported that while performing ablation on right atrial flutter line during a-fib procedure, a steam pop occurred. No temperature or impedance spikes were noted. Fluoroscopy confirmed pericardial effusion. There was no drop in blood pressure seen. Pericardiocentesis was performed resulting in approximately 600cc of fluid being removed from the pericardial space. Patient was moved to ICU for one day. Patient prognosis is satisfactory and has fully recovered. Causality of adverse event is procedure related.